Event description:
It was reported the patient's lead had migrated as shown when a new x-ray was compared with a former one. It was also reported the physician decided to leave the lead in place and test if the therapy still worked for the patient. It was reported there were no patient symptoms or injuries related to this event and the patient recovered with no injury or adverse event. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Event description:
.

Manufacturer narrative:
Product ID 309328, lot # 0206494339, implanted: (B)(6) 2013, product type lead. (B)(6). (B)(4).

Event description:
Supplemental information received reported that testing was performed and everything seemed to be normal. No lead repositioning was done and the patient was doing well.

Manufacturer narrative:
(B)(4).